Event description:
The pt had a aicd implanted for polymorphic ventricular tachycardia with syncope and impaired left vnetricular function. Routine follow-up on 4/19/01 revealed that the device had excessive charge time and required a change out. The device was replaced.

Event description:
Add'l info rec'd from MFR 11/20/01: guidant received info that this implantable cardioverter defibrillator (ICD) device exhibited excessive charge time. The ICD has not been returned to guidant for analysis. The medwatch form received from the user facility states that the pt had an aicd implanted for polymorphic ventricular tachycardia with syncope and impaired left ventricular function. Routine follow-up on 4/19/2001 revealed that the device had excessive charge time and required a change out. The device was replaced. The medwatch form was dated on 7/19/2001 and was received at guidant on 8/8/2001. The device was not returned from the user facility. The total implant duration was 35.0 months. Investigation has determined that some micron ICD's are capable of reaching an end-of-service (eos) status without displaying prior programmer messages of "intensified follow-up indicator" (ifi) or "elective replacement indicator" (eri). These indicators provide early warning to enable replacement of the ICD before it reaches end of life. Guidant issued an advisory to physicians in 3/2001, recommending intensified follow-up for all micron devices that have reached 5.6 volts, and replacement for devices at 5.3 volts. Both voltages are higher than originally specified, which has the net effect of shortening device longevity by approx 45%.